Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the valve is stuck. Additional malfunction is the power switch has a short circuit.